Event description:
It was reported that the intraocular lens (iol) was removed during the initial surgery. The lens was implanted and the doctor went to spin the lens and noticed there was a rent in the capsule. An unplanned vitrectomy was performed. There was no patient injury reported and there was no issue with the lens.

Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection revealed both haptics were distorted. Stains which appeared to be viscoelastics were observed on the optic zone. Also, the lens was torn. The lens condition is consistent with a lens that was removed / replaced from the patient¿s eye. Due to the damaged condition of the return sample, no further product testing could be performed. A manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.